Event description:
It was reported that the patient fell a week ago in the tub and fell out of bed this morning. The patient started "dribbling" for about a week and was wetting her panty liner. It was noted that the patient's physician made a change to her medication. It was indicated that the patient had not used her programmer until earlier today. The patient's device was off and it was unclear if the device had been off or if the patient may have turned it off earlier today. The device was turned back on, the patient was on program 1 at 2.0 v, and the patient felt stimulation in her left buttock and leg. Additional information has been requested, and when received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-33 lot# v011523, implanted: 2009 (B)(6), product type lead product ID: 3093-33 lot# v011523, implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).